Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station unable to detect the refrigerator. A field service engineer (fse) unplugged pyxis bus cables, turn unit on tested in hardware test application (hta). The drawer was refilled in the med station, the retractor and bands were cleaned, and the smart remote manager (srm) was reconnected. After rebooting, the system was operational. The fse found meds was not present on inventory of machine for the fridge. Then fse updated the facilities formulary to include the medication location information for the refrigerator in ccu. After the escort processed the pending medication, he proceeded to load the location at the med station. User was able to load meds into the refrigerator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, station unable to detect the refrigerator (rm). The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.